Manufacturer narrative:
Correction - h6 - investigation conclusion code should have been 25 - cause traced to manufacturing rather than 4307 - cause traced to component failure.

Manufacturer narrative:
Reported event of no conductive telemetry was confirmed. Final analysis found that the device was unable to establish telemetry and no output was noted upon receipt. Analysis after the device was cut open revealed battery voltage was above elective replacement indicator (eri) level, which should have been capable to support telemetry. Additional testing performed on the hybrid indicated a metal migration anomaly causing a short. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. During the procedure, it was noted that the lp was unable to be interrogated. The lp was removed and replaced. The patient was in stable condition.